Event description:
It was reported that on (B)(6) 2022, a 26mm amplatzer septal occluder was chosen for implant using a 12f non-abbott delivery sheath. During deployment, it was noticed that the device was not taking the desired shape and looked like a cobra head. There was no angulation in the delivery system. The device was removed from the patient and replaced with a 28mm amplatzer septal occluder, which was successfully implanted without any issues. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. ((B)(6) 2022, jpn).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with a 26 mm amplatzer septal occluder is a 10f.